Event description:
A medtronic representative reported that the surgeon was unable to use a standard solera driver to place solera screws during a spine surgery. The surgeon disagreed with the way the screw attached to the driver and did not use the navigated driver for the case. The surgeon was then unable to tighten the screw to the driver and used a non-navigated driver to place all of the screws. There was no impact to the pt and surgery was completed successfully.

Manufacturer narrative:
Surgeon declined to provide pt information. The device manufacture date and lot number are unk at this time. The site has not elected to replace the driver. Part will not be returned for evaluation.